Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what is the product code of the linx device? What is the lot number? Do we have permission to reach out to your surgeon? If yes, what is the contact¿s name with email address and phone number? When we call to ask the below questions, they will ask for your date of birth. What is your date of birth? Answer: linx placed (B)(6) 2016. Broken in half per ugi image. Please contact my surgeon dr (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code of the linx device? What is the lot number? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please provide image to (B)(6). Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that a patient had a linx device implanted due to gerd and it has become discontinuous which was verified by x-ray.

Manufacturer narrative:
(B)(4); date sent: 10/27/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: repair of hiatal hermia during implant. Age 63 year. Persistent ge reflux history of gastric sleeve surgery in the past. X-ray confirmed device broken. Small sliding hiatal hernia. No evidence of esophageal obstruction.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2023 see op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Additional information received; lxmc16. Lot number 8842. Serial number (B)(6). The DHR for lot 8842 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 8842 was an affected lot of the 2018 linx recall d1, d4.

Manufacturer narrative:
(B)(4). Date sent; 6/8/2022. Additional information was requested, and the following was obtained: what is the product code of the linx device? What is the lot number? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please provide image to productcomplaint1@its.jnj.com was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer= sorry I don¿t have the time to respond to you now.